Manufacturer narrative:
Physio-control further examined the removed therapy pcb assembly and determined the cause for the reported issue was due to transistor, designator q10, was open and could not deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. The device would start charging, however it does not deliver any defibrillation energy and "abnormal energy delivery" message is displayed. The therapy pcb assembly was replaced and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation energy when attempting to complete the user test. There was no patient use associated with the reported event.